Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the retaining sleeve the first two thread flank at the forefront are broken off. The exact caused cannot be defined. According to the information we got provided, we cannot be sure if the tip broke off during the operation or later on during washing. High lateral stress can lead to such a breakage. However, a review of the device history records has been requested.

Event description:
It was reported that the when the nurse was packing the cleaned instrument set, she noted that the tip of the sleeve was broke off. The nurse did not see when the tip broke off, and the broken piece could not be found in the washing machine. She could not tell when this happened. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.